Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device gave an error indicating a memory problem, which can impact imaging. There was no reported patient or user harm. A philips field service engineer (fse) replaced the frontal image processing computer, the lateral image processing computer, host pc, hard drives and updated the software. The system has been returned to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned/ non-emergency treatment and the procedure was completed as planned by using the same system. The philips field service engineer (fse) inspected the system onsite and found that there were no flexvision formats. Review of the log file didn't confirm the reported malfunction. The fse performed system troubleshooting and found that the issue was caused due to memory error. The failure analysis of the host pc confirmed the malfunction and the cause of the failure was failed ram/memory. The failure analysis of the frontal and lateral ippc (image processing pc) confirmed the malfunction and the cause of the failures with the failed ram/memory and defective motherboard. So, the fse replaced the host pc, the frontal and lateral ippc and upgraded the software which resolved the issue. The customer reported that the flexvision layouts were not displayed. However, after checking the system, the fse confirmed that the customer misunderstood the aspect of the system and the system was working normally. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.